Event description:
It was reported that the user experienced a rapid blood glucose decrease from 125 mg/dl to 54 mg/dl after welding while using the ilet system, with the user treating the low with oral glucose in the form of maple syrup; the medical device problem and device component could not be specified due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information to identify a device-related problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.